Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending for the alinity I total psa assay was not able to be performed as the complaint lot number was unknown. A search for similar complaints by lot could not be carried out as the lot number is unknown. Device history record review did not identify any nonconformances or deviations associated with the complaint issue. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or product deficiency of the alinity I total psa reagent with unknown lot was identified.

Event description:
The customer observed a falsely decreased alinity I total psa result generated for a patient sample. The following data was provided (customer¿s reference range <4.0 ng/ml): initial result on aliquoted sample = 0.001 ng/ml, repeat result with parent sample = 4.104 ng/ml the customer believes the 4.104 ng/ml is correct. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p92-22, that has a similar product distributed in the us, list number 7p92-21/-31, and a 510k/PMA/bla number p910007.

Event description:
The customer observed a falsely decreased alinity I total psa result generated for a patient sample. The following data was provided (customer¿s reference range <4.0 ng/ml): initial result on aliquoted sample = 0.001 ng/ml, repeat result with parent sample = 4.104 ng/ml the customer believes the 4.104 ng/ml is correct. No impact to patient management was reported.